Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump being used for demonstration purposes became hot and multiple temperature alarms were received while the pump was charging. There was no patient involvement.